Event description:
It was reported that the foot end slide tube weldment broke. No adverse consequence was reported.

Manufacturer narrative:
After investigation, the most probable cause of the alleged condition is that a load above specification swas applied on the cot.